Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. Updated fields: b5.

Event description:
The customer provided additional information that the device was appropriately precleaned after the procedure, appropriately rinsed before manual disinfection, and the air/water channel was flushed with water and air. The device was used on a patient with foreign material attached to the device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h4, h6, h11. A field service engineer (fse) inspected the device at customer site and confirmed the reported failure. The fse observed white residue on the air/water channel and cylinder. The device was returned to olympus for further evaluation, but the foreign material could not be further analyzed as the substance was not available for sampling. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Event description:
It was reported the gastrointestinal videoscope exhibited foreign material on the distal end of the scope. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.